Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing. It was noted that there were no stones present in the prostate and no courtesy error messages were prompted on the console screen. The fiber tip was intact. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.